Manufacturer narrative:
Additional information was provided in section b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received from the customer stating that four different batches were affected by a cold chain loss. One batch contained five units, while the remaining three batches each contained one unit. In addition, ninety-three units are under quarantine, and the customer has requested the withdrawal of these units from the following shipments (a total of (B)(4) units). The reporter also confirmed that all affected patients experienced post-cataract inflammation, which was not identified as tass. The products used in all cases were evaluated, and although an ophthalmic viscoelastic material was among them, it has not been determined to be the causative factor.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic product delivery with loss of cold chain was associated with several cases of postoperative inflammation following cataract surgery (not exactly tass (toxic anterior segment syndrome, but similar). The report stated that it was very unlikely to affect patients in those cases. The patients recovered from the events without subsequent complications. Additional information was requested, but none had been received to date.